Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that there were several patients that contracted an infections after a stereotactic breast biopsy and two of them were products of hologic. "The patients were placed on topical and/or oral antibiotic by their primary care doctors". The lot numbers are unknown. No additional information forthcoming.